Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a serial number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap splenectomy procedure, it was reported by the or room staff that during the case the generator issued a generator error and the disposable and handpiece stopped working. The hand piece was unplugged, retested and the same error code appeared. A second generator was used/tried without success. A second hand piece was used and completed the case without issue. No patient consequence reported.

Manufacturer narrative:
(B)(4). Added additional information the handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to function as intended. No error screen messages were displayed at any time during testing. The handpiece was fully functional and conforming to design specifications.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.